Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a defective u723 processor on the distribution node pca board. Pins 10 and 11 on u723 were producing an improper output. The root cause for the defective u723 component could not be positively identified. No adverse event resulted from the defective u723 component. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check electrode belt alarms. The pt was issued a replacement electrode belt.